Event description:
At the end of a diagnostic heart catheterization, the arterial accessed was to be sutured closed using a 6f proglide perclose device. The attending doctor was deploying the device when the foot plate became entrapped within the artery and could not be removed. The attending doctor attempted multiple times to manipulate the device according to the manufacturer's representative's direction. Manual pressure was maintained to control bleeding. Vascular surgery was called to intervene. Manufacturer response for suture mediated closure system, perclose proglide (per site reporter). The manufacturer stated to break device to remove from patient and requested the device for investigation purposes.